Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to hear the high and low blood glucose alerts. The customer experienced blood glucose levels ranging from 20 to over 600 mg/dl. The contact declined to provide further information or troubleshoot with tandem technical support.